Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that he was experiencing high blood glucose levels. Customer's blood glucose level was around 460 mg/dl and 470 mg/dl. The customer delivered a bolus and his blood glucose level went down to around 390 mg/dl but it went back up. The customer started to take shots. The customer was nauseous, vomiting, and his mouth was dry. His eyes were also hurting and it made him feel ill. When his blood glucose level dropped to 66 mg/dl, he had glucose tablets that brought his blood glucose level up to 400 mg/dl. The customer said that he saw what may have been a bubble along the tubing length. The insulin pump alarmed no delivery and low reservoir. The high pressure test passed. The device was not returned.